Manufacturer narrative:
H6: investigation summary; 4 used samples (model#10010453 ) were returned for quality investigation by the customer. It was reported by the customer that lipid tubing not properly priming and infusing. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets arrived with lipids throughout the tubing, in the filter and past the filter. No excess solvent was seen at the ports of the filter. The sets were flushed with water and then primed with 85% glycerin / 15% water solution. An infusion run was performed using an alaris pump at a rate of 1ml/hr for about 18hrs. No occlusion was observed. The customer complaint could not be replicated. For additional information regarding the use of ivfe with in-line filter administration sets see the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)." Bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model 10010453 and lot number 22125416 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause could not be determined for this complaint because the issue could not be replicated. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set clogged. The following information was provided by the initial reporter: lipid tubing not properly priming.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set clogged. The following information was provided by the initial reporter: lipid tubing not properly priming.